Manufacturer narrative:
There is an instruction that states, "the humidifier should be at least 4" away from the wall for best results". Consumer has not returned the product.

Event description:
Consumer alleges his humidifier shot sparks and flames out the back of the unit and damaged his wall. There was not a report of injury with this incident.